Event description:
Patient said her cadd legacy pump serial number (B)(4), due for maintenance on 07/08/2018, is not working. She said the "run" part of the pump is not working. The other pump that she has is functioning. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: i27.0.